Event description:
Complainant alleged that during functional testing, the device displayed an unknown "pacer fault" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.